Event description:
It was reported that the hypotube of the 2.75x38 mm xience xpedition stent delivery system (sds) separated while inserting the sds into the guiding catheter. The hypotube broke before it exited the tip of the guiding catheter. There was no resistance noted during advancement of the sds in the guiding catheter. The system was removed from the guiding catheter and the case was completed successfully with a similar sized sds. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot revealed no other incidents reported for shaft separations. Based on the reviewed information, no product deficiency was identified.